Event description:
This event occurred in (B)(6) and concerns a safety scalpel packaged within a navilyst medical PICC kit: as reported, "the scrub nurse closed the safety cover on the blade (or thought so) after the radiologist made an incision, was going to use the scissor to cut the PICC line, and she reached over across her other arm to grab the scissors, and she poked her finger with the blade that was still sticking out." No further complications to the nurse were reported. The scalpel has been returned to navilyst medical.

Manufacturer narrative:
As the scalpel is a purchased device for navilyst medical, it will be forwarded to our supplier, (B)(4) along with a supplier corrective action request (scar). A supplemental medwatch will be submitted upon completion of the investigation. (B)(4).

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The june 2015 (B)(4) complaint report was reviewed for the bioflo PICC product family and the failure mode "safety scalpel malfunction - cut." No adverse trend was indicated. Two used scalpels were returned and were forwarded to our supplier, (B)(4) for evaluation and completion of a supplier corrective action request (scar). Their response indicated that based on their "unshield force test" results, both scalpel test results were found to be acceptable. As part of the investigation, all machine parameters responsible for the quality of the blade in the grinding and stamping processes were verified during the investigation and were found to be conforming. Therefore, the complaint could not be confirmed for a malfunctioning scalpel. The device history record at (B)(4) was reviewed and no nonconformance had been issued that could be related to the complaint situation. The complaint incident will be reviewed with affected personnel at (B)(4) and they will continue to monitor complaints through their quality trending process. ((B)(4))